Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored. The procedure was completed with another device of the same product code. There was no pt consequence.